Event description:
It was reported that during the implant procedure, there was difficulty advancing the lead though the sheath and the helix did not extend. Bends were also noted in the lead. The lead was not implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) upon analysis, it was reported that there were no anomalies found, and there was blood in/on the helix/lobe mechanism.